Event description:
Upon withdrawal of the balloon catheter through the introducer sheath post pulmonary valvuloplasty procedure, the catheter shaft broke within the sheath. The balloon and sheath were removed as a unit without incident. The procedure had been successfully completed prior to this event and no pt complications ensued. This device was returned, evaluated and retained by this MFR. The eval indicated the balloon material was separated from the main shaft at the proximal bond. A slight kink was noted in the catheter shaft approx ten centimeters from the distal end. Although the initial info received indicated the catheter shaft broke, co's eval of the device revealed balloon separation at the proximal bond. The shaft was received intact. This type of failure coupled with the info obtained during follow-up is indicative of resistance upon withdrawal of the catheter through the introducer sheath. This aortic valvuloplasty balloon catheter was used in a pulmonic valvuloplasty procedure. Co believes user technique contributed to this event and does not attribute it to the device.